Manufacturer narrative:
Concomitant medical products: product ID: 3987a, lot# n207438, implanted: (B)(6) 2010, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3987a, lot# n208311, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The health care provider (hcp) via a company representative reported they were evaluating a new patient and wanted the representative to check the stimulator as the patient had not been checked for over a year. The patient had trouble recharging as he hadn't charged for at least 6 months and his stimulator was currently not working. The patient system may have had a previous power on reset (por) as well. The patient was scheduled to be seen on (B)(6) 2015 for por. It was unknown what prior reps had done. The representative later reported an overdischarged battery. The patient had trouble charging and this was the second time over discharged. The rep attempted 3 resets but was unable to bring the battery back. The issue was not resolved. A surgical intervention to replace the battery was planned but not yet scheduled. The indication for use was headache. If additional information is received, a follow up report will be sent.